Event description:
It was reported that a vns patient had developed a staphylococcus infection at her vns neck incision site. Attempts to resolve the issue through antibiotics were reportedly unsuccessful, prompting explant surgery. Follow up with the patient's explanting surgeon revealed that the event had been attributed to the patient's poor wound care and that patient manipulation may have contributed to the event. The patient explanted device was returned to the MFR for a functional eval and is currently awaiting analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.